Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with three green fragments. Visual inspection confirmed the complainant's experience of a damaged cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip damage was caused by a sharp object or instrument that made contact with the cannula. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its product. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur. This report represents the initial and final report.

Event description:
Procedure performed: "lap lobectomy". Event description: "dr. Used fios trocar in his surgery, and the seal was torn and the fragment was removed safely". Additional information was received via email from sales manger, on sunday, 24 jun 2018: "there was a misunderstanding between receiver and me at the first step. I wrote down that the seal was torn, but I checked again, and realized that the sales rep meant 'cannula was broken". Type of intervention: fragment was removed safely. Patient status: no patient injury.